Event description:
It was reported that the right ventricular (rv) lead's r-wave amplitude measurements have declined since implant. It was additionally noted that the measurements are consistent with historical values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.